Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis. The device had a cracked and damaged rear housing. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem of "no power" was verified. It was determined that the loose electrical shield touched the microprocessor board which caused the reported problem. The pump's front and rear house were replaced to correct the problem. The failure mode is described as loose electrical shield. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® plus pump had no power. There was no report of patient involvement in this event.

Manufacturer narrative:
Evaluation results: one used and decontaminated epidural catheter (ca046) assembled to an epidural catheter connector (cp1690) and a flat filter (mp960) was received for investigation in a loose bag. No original packaging was present.  The customer identified the product according to the following item number: a2744-17/27. A lot number was not provided. Visual inspection of the flat filter and connector, did not reveal any defects or anomalies. Visual inspection of the returned catheter revealed that the tip appeared to be smooth and rounded.  All catheter eyes were present and were properly formed.  A dried substance (possibly bodily fluid) was present throughout the inside of the catheter.  This substance prevented certain aspects of the visual and dimensional inspection to be conducted (e.g., presence and location of the flashback windows).   All dimensional features that were visible were found to be within the specifications stated within the incoming inspection report for ca046.  Attempts to remove the catheter from the connector to allow further dimensional testing was unsuccessful.  The catheter was adhered inside the connector due to the dried substance.  It was not possible to remove the catheter from the connector without damaging the catheter.   As functional testing, the returned catheter was tested for proper fit according to using the epidural needle appropriate to the kit (part number ne272).  The distal tip of the catheter was passed through the hub of the needle until it passed through the bevel tip.  A slight resistance was observed as the tip of the catheter emerged from the bevel of the needle however, this was considered to be an acceptable fit.  No issues (i.e., skiving or snags) were observed as the catheter was pulled backwards through the needle.  The fit between catheter and needle was found to be acceptable. The presence of the dried substance may support the customer's claim for the occurrence of an intravascular penetration.  However, the returned catheter was found to be within specification and was fully formed with a smooth, rounded tip.  The cause of the intravascular event (as described by the customer), could not be determined during this investigation.